Manufacturer narrative:
The user used 13 mm. Diameter sample tubes and did not use rack adapters required for 13 mm. Diameter tubes. It was determined that the sample probe was clogged, so it was replaced. No further issues occurred after the replacement. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a glucose value of < 1.0 mmol/l. The sample was repeated on a second analyzer, resulting with a glucose value of 4.22 mmol/l. The sample was repeated on a third analyzer, resulting with a glucose value of 4.17 mmol/l. A value of 4.2 mmol/l was reported outside of the laboratory. The glucose reagent lot number was 41464901, with an expiration date of 31-aug-2020.